Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was deleting quickly. The pt underwent surgical intervention to remove and replace the ipg and leads (reference MFR. Report: 1627487-2014-03497). The ipg was tested after explant and the ipg communicated with the external devices. In addition, when the ipg was explanted the leads were coiled tightly behind the ipg and it appeared the ipg had been moving in the pocket and had coiled the leads tightly.